Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Pump shut down 3 times during the night without the expected alert or error message. No adverse event reported. Pump replaced and requested for investigation.